Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: a randomized study of remote monitoring and fluid monitoring for the management of patients with implanted cardiac arrhythmia devices. Europace. 2015;17(8):1276-1281. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD). Additional information was obtained through follow up indicated that the patient reported pain and "flush" of the ICD pocket. The patient was directed to present to the emergency room and was discharged at the patient's wish. No further details are available. No patient complications have been reported as a result of this event.